Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultrasmart meter was reading inaccurately high compared to his feelings and/or past readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on the morning of two days prior, he obtained a blood glucose reading of "400 mg/dl" with the subject meter. As a result of the reading, the patient claimed he took 40 units of lantus insulin and 26 units of novolog insulin based on a sliding scale. Approximately 1 hour later, the patient stated that he developed symptoms of feeling lightheaded, shaky, and sweaty. In response to the symptoms, the patient reported that he drank orange juice to treat himself. During troubleshooting, the customer care advocate confirmed the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.